Manufacturer narrative:
Occlusion is labeled in the IFU. Event eval: still under investigation.

Event description:
On (B)(6) 2011, a (B)(6) male pt underwent aaa repair. The pt's anatomical form was suitable for the procedure and one main body and three iliac legs - one for ipsilateral side and two for contralateral side - were placed. On (B)(6) 2011, the pt was discharged from the hospital. On (B)(6) 2011, the pt claimed leg pain. On (B)(6) 2011, the pt visited the hospital and CT was taken. It revealed the contralateral iliac legs were occluded. On (B)(6) 2011, the pt was admitted into the hospital. On (B)(6) 2011, thrombectomy was performed with another MFR's arterial embolectomy catheter and a thrombus aspiration catheter. Moreover, another MFR's (10x57, 10x37, 10x25) express stents and another MFR's 12x60 stent were placed inside the contralateral iliac legs to secure thrombus in the iliac legs and dilate the iliac legs since they were stenosed. Patency of the iliac legs and blood flow to lower extremity were confirmed. It is unk the pt's condition after the procedure since it was not provided by the reporter.